Event description:
Registered nurse (rn) responded to desaturation alarm of 87% on intubated patient doing skin to skin with mother of baby (mob). Upon this rn assessment, rn noticed endotracheal tube (ett) was at 5.5 (ordered tube placement is 6.5) and that the infant had an airleak. Rn called registered respiratory therapist (rrt), neonate nurse practitioner (nnp) and resource rn to bedside. Infant placed back in isolette. Rn and rrt used neopuff with pedicap to assess tube placement. Negative color change. Ett removed. Infant placed on continuous positive airway pressure (CPAP). Nnp at bedside. Order for bcpap peep 7. Upon assessment of removed ett, staff observed the hy-tape had slid from original taped position resulting in extubation.